Manufacturer narrative:
The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Information provided by the customer indicated that 5 attempts were made to detach the coil without success and the coil prematurely detached upon retraction in the parent artery. The coil was able to be placed at the target site by pushing with the microcatheter and guidewire and there was no injury to the patient. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, a cause of undeterminable will be assigned to the reported complaint.

Event description:
It was reported that after the coil (subject device ) was placed inside the aneurysm, it was attempted to be detached 5 times without success. During retraction of the coil delivery wire, the subject coil prematurely detached, placed inside the parent artery, and was managed to be placed back at the target site by pushing with the microcatheter and guidewire. The procedure was completed successfully without clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that after the coil (subject device ) was placed inside the aneurysm, it was attempted to be detached 5 times without success. During retraction of the coil delivery wire, the subject coil prematurely detached, placed inside the parent artery, and was managed to be placed back at the target site by pushing with the microcatheter and guidewire. The procedure was completed successfully without clinical consequences to the patient.